Event description:
It was reported that the insulin pump alarmed during the prime process. The insulin pump also alarmed motor error. The blood glucose reading is 127 mg/dl. The drive support cap is protuded. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the prime test and motor error alarm occurred during the basic occlusion test due to a protruded/loose drive suppport disk. A broken reservoir tube lip, scratched lcd window, scratched case, scratched keypad overlay and broken belt clip slot were also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.